Manufacturer narrative:
Age/date of birth: mean age. Sex: mean gender. Study title: short-term outcomes of excisional atherectomy in lower limb arterial disease keagan werner-gibbings and steven dubenec anz j surg 87 (2017) e1-e4 doi: 10.0000/ans.12897. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This literature article presents a study that had the aim of both evaluating excisional atherectomy in infrainguinal pvd in an australian cohort and to assess the learning curve involved in the application of this new technology in the treatment of pvd. 77% of the 24 patients treated were male. The average age of the patients was (B)(6). Tasc a + b lesions accounted for the majority of cases. In all cases, turbohawk atherectomy devices, as well as spider fx embolic protection devices were used during the procedures. Forty-seven (47) vessels in 18 legs were treated over the course of the study. Patient follow up occurred at 1, 3, 6, 9 and 12 months. The turbohawk device was unable to cross in one lesion while all other procedures were successful. There were four instances of embolization treated successfully with suction embolectomy and four instances of dissection which was treated with stenting. There was one case of retroperitoneal hematoma. No complications led to adverse long-term outcomes.